Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the patient experienced pocket stimulation which could not be programmed around. The device was no longer used and replaced. The patient tolerated the procedure well.